Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced abdominal pain and was hospitalized for the event. The cause of the event was not reported. It was reported the patient did not have peritonitis. It was unknown if the patient was connected to the homechoice device during the event. Treatment was not reported. At the time of this report the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned, therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.